Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges having a bacterial infection in their mouth and was hospitalized. The patient also alleges to have nasal and throat irriation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.